Manufacturer narrative:
The manufacturer previously received information alleging a bipap failed performance check. The patient was not using the bipap the night of (B)(6) 2023 and when the nurse checked on him the morning of (B)(6) 2023, he was lethargic and had an altered mental status. The patient was taken to the hospital and placed on a trilogy ventilator for chronic hypercapnia and respiratory failure, which brought him back to baseline. The patient was then discharged. The device was returned to the manufacturer¿s product investigation laboratory (pil) and the customer¿s complaint was not duplicated. The device was used on (B)(6) 2023. It was confirmed the device was not used on (B)(6) 2023, and there were no errors indicating that there was a malfunction of the device had occurred. The pil was able to confirm a stop error occurred on (B)(6) 2023, 43 days prior to the alleged incident. Per the service manual (1127179 v4), the device would have had to have been power cycled (unplugged and re-plugged in) in order to clear the safe state for the patient to be able to use the device after the stop error occurred. Data indicates the patient used the device through the night of (B)(6) 2023. It was confirmed the device was not used on (B)(6) 2023, and there were no errors indicating that there had been a malfunction of the device. The device operated and alarmed as designed. On the previously submitted report, the reporter country in section e was inadvertently left blank.  It is corrected on this report.

Event description:
The manufacturer received information alleging a bipap failed performance check. The patient was not using the bipap the night of (B)(6) 2023 and when the nurse checked on him the morning of (B)(6) 2023, he was lethargic and had an altered mental status. The patient was taken to the hospital and placed on a trilogy ventilator for chronic hypercapnia and respiratory failure, which brought him back to baseline. The patient was then discharged. The device was returned to the manufacturer¿s product investigation laboratory (pil) and the customer¿s complaint was not duplicated. The device was used on (B)(6) 2023. It was confirmed the device was not used on (B)(6) 2023, and there were no errors indicating that there was a malfunction of the device had occurred. The pil was able to confirm a stop error occurred on (B)(6) 2023, 43 days prior to the alleged incident. Per the service manual (1127179 v4), the device would have had to have been power cycled (unplugged and re-plugged in) in order to clear the safe state for the patient to be able to use the device after the stop error occurred. Data indicates the patient used the device through the night of (B)(6) 2023. It was confirmed the device was not used on (B)(6) 2023, and there were no errors indicating that there had been a malfunction of the device. The device operated and alarmed as designed.